Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer pocket had failed. A field service engineer (fse) arrived on site for a separate issue and verified that no failure message was present on the station. User successfully logged in and accessed the previously reported failed drawer without issue. The fse removed the drawer from the auxiliary chassis, inspected the rear components, and reseated all cable connections. The drawer was reinstalled, the pyxis bus cable reattached, and the station was restarted. The customer then logged in and successfully tested access to all pockets in the drawer, with no issues observed at that time. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawer failures have occurred over the past couple of weeks. While all incidents have been recoverable, they have caused minor delays in workflow. The most recent failure was observed on auxiliary drawer 3.2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.